Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diamond tip dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During procedure, the diamond tip of the 1.25mm rotalink¿ burr was noted to be dislodged from the whole system inside patient's body. The burr was then removed by balloon method and there were no fragments left inside patient's body. The procedure was completed with another of the same device. No further patient complications reported and patient's status was stable.